Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 57.5, catalog#: 183022, lot#: ni; vngd cr lip tib brg 12x63/67, catalog#: 183522, lot#: ni; biomet cc I-beam tray 63mm, catalog#: 141221, lot#: ni; biomet arcom 3 peg/post, catalog#: ni, lot#: ni; unknown tibial stem catalog#: ni, lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07175, 0001825034-2018-07176, 0001825034-2018-07177, 0001825034-2018-07178, 0001825034-2018-07180, and 0001825034-2018-07183. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Subsequently, patient was noted to have pulmonary embolism. Patient also experienced a fall with no fractures noted on a later date. No revision was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.